Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Abdulla, s.,vielhaber, s., heinze, h-j., abdulla, w. A new approach using high volume blood patch for prevention of post-dural puncture headache following intrathecal catheter pump exchange. International journal of critical illness <(>&<)> injury science. 2015; 5(2):93-98. Doi: org/10.4103/2229-5151.158395 summary: in an observational study, complications of intrathecal catheter pumps necessitating surgical exchange were analyzed. Also the use of a high-volume prophylactic epidural blood patch (ebp) during surgery for preventing post-dural puncture headache (pdph) with a follow-up for 1 year was described. In 22 patients with refractory chronic pain of cancer/non-cancer origin or severe spasticity, who were receiving intrathecal morphine including adjuvants or baclofen for symptom relief, catheter exchange with or without pump was performed. In patients with documented symptoms of pdph following initial intrathecal catheter implantation, a prophylactic ebp with a high blood volume was used for pdph prevention during surgery. Catheters were replaced using 40 ml ebp before entering dural space at a speed of 5ml/min into the epidural space. Patients were asked to quantify pain experience and functional ability. From a sample of 72 patients admitted for catheter exchange with or without pump, 22 patients (33%) (12 male, 10 female) had a history of pdph following initial implantation. Diagnostic and therapeutic measures occurring with malfunction of intrathecal catheter pump systems were described. Twenty-one patients were successfully treated with prophylactic ebp, while one patient could not be properly evaluated because of intracranial bleeding as the underlying disease. A new approach using a high-volume prophylactic ebp for preventing pdph following catheter exchange is presented. The efficacy and safety of this technique for 1 year follow-up have been evaluated and was found to be safe and potentially effective. Reported event: one patient, treated with morphine, showed withdrawal symptoms, such as stomach cramps, diarrhea, rhinorrhea, sweating, elevated heart rate and increased blood pressure, irritability, hyperalgesia, and insomnia. The withdrawal symptoms appeared one to three days after interruption of the intrathecal therapy. The symptoms disappeared completely within 15 minutes after an injection of 1-2mg of morphine diluted in 5ml normal saline into the side port. The defective/malfunctioning pump was replaced. The event date, patient identification, product information, troubleshooting/diagnostics performed, alleged issue, and potential causes of the event were not reported. Further follow-up was being requested to obtain additional information.